Event description:
It was reported that device related thrombus occurred. A left atrial appendage (laa) closure procedure was performed and the 27mm watchman flx closure device was implanted successfully. The patient was on xarelto 15mg and acetylsalicylic acid(asa) medication for 45 days post implant then dual antiplatelet therapy (dapt) for 45 days then asa again. At the 4 month imaging a large device related thrombus was found on the closure device. The closure device had a complete seal during the implant procedure, but a 1mm leak was noted upon follow up. The patient was placed on xarelto 15mg for 3 months and will be reimaged.